Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. On (B)(6) 2011, a follow-up computed tomography revealed a slight proximal type I endoleak. There was no aneurysm growth. On (B)(6) 2011, the pt underwent a reintervention where an aortic extender component was implanted. The type I endoleak was resolved and the pt tolerated the procedure.